Manufacturer narrative:
The device was returned to olympus for evaluation and the reported events were confirmed. It was found that the air pressure fluctuated due to a worn out air joint unit and connector socket. And the power switch was found damaged with exposed internal components, a broken protective cover, and a torn plastic cap. In addition to confirming the reported malfunctions, other evaluation findings are as follows: there were four suction feet found at the bottom with weak suction force; there was rust inside the main chassis the top cover; and the air/water suction had low air pressure due to a faulty air pump unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the maintenance unit's air hose plug was loose, and had to be held in while the unit was running. Additionally, the power switch was broken. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer¿s investigation and the available information, a definitive root cause of the foreign material in the biopsy channel could not be determined. Olympus will continue to monitor field performance for this device.